Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) reported this rv lead was capped due to high pacing thresholds.

Manufacturer narrative:
This report was opened in error. Correct serial number for complaint is (B)(6). A report has been opened on that serial number. Please close the report on the serial number (B)(6) as there is no complaint on this lead.